Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified medication by gravity. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggyback delivery of an unspecified medication. After an unspecified length of time in use, it was reported that solution from secondary tubing set backflowed into the primary solution container. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the tubing sets were replaced and the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.